Event description:
As informed by the hospital, one of the two planned intracranial biopsies for the same pt, supported by the brainlab navigation system, was unsuccessful at the first attempt. The user verified with an MRI scan that the actual applied trajectory differed from the planned, intended trajectory for the unsuccessful biopsy attempt. The initially unsuccessful biopsy was repeated directly after the re-scan of the pt and completed successfully.

Manufacturer narrative:
The hospital did not report or state any adverse effect for this pt. Nevertheless, a risk to pt health could not be excluded for this event. According to brainlab measures are in place for the brainlab device in question in order to minimize the risk as far as reasonably practicable. There was no quality or performance issue or malfunction of brainlab equipment. The brainlab device works according to the specifications. Corrective and preventative actions: since there was no quality or performance issue or malfunction of brainlab equipment. According brainlab measures are in place for the brainlab device in question in order to minimize the risk as far as reasonably practicable. Brainlab intends to remind the users in this hospital of the relevant intraoperative accuracy checks. There are no further corrective and preventive actions intended by brainlab at this point in time. The manufacturer of the non-brainlab pt head fixation system involved in this case has been informed by brainlab.